Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.30x24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the 1st distal stent strut rows were noted to be lifted from their crimped position and pulled proximally. Stent struts from the 1st proximal stent strut row was noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. Stent damage most likely occurred during attempts to cross the lesion. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. This type of damage is most likely caused when pushing the device against a resistance. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 24mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mm x 2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 24mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.